Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was 475 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer experienced symptoms such as sleepy related to high blood glucose level. Customer stated that auto mode was not on. The insulin pump will not be returned for analysis.